Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump stall recovered and was stalled for less than 24 hours. It was noted that there was only one motor stall noted in the event logs. The pump was interrogated five times. The cause was to be due to an MRI. The event logs showed that the motor stall occurred on (B)(6) 2014 at 11:30 and recovered on the same day at 14:49. The patient reportedly recovered without permanent impairment.

Event description:
It was reported that there was a confirmed motor stall at 11:30 caused by an MRI but that no recovery had been recorded. The pump was interrogated 30 minutes and 10 minutes prior to the report. It was noted that there were no notable alarms. The patient was reportedly in more pain than normal following the MRI and they "thought they heard three beeps in a row", but were unsure if the sound was coming from the pump or something else. The reporter had not heard audible alarms from the pump. The motor stall recovery message was still not logged 90 minutes after the MRI. The pump was delivering clonidine, bupivacaine, and dilaudid. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n345586, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).